Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that patient was trying to adjust their stimulation and try to increase the intensity, but they kept getting the error message "therapy increase not available". Patient stated that this was on every single program even if they were all at different speeds. Patient said that after about two minutes or so the stimulation would shut off or go down some and they would have to start pressing buttons to get the stimulation to come back on. Patient mentioned that the wires and the stimulator inside weren't doing anything right now as they were feeling the stimulation and now it was gone and it didn't matter where they moved the stimulation shut off all on its own. Agent asked the patient for the exact error message they were seeing on their controller and patient said that it was the same error message. Agent asked to clarifying questions about the devices. Patient then said that sometimes they could get the implant to go into their spine but it wasn't doing it so they were going to be replacing their other implant that worked on their back with the new implant that did the nerve pain in their legs. Agent reviewed new implant device is not register in the system. While agent asking for event information, patient stated they will contact the rep and disconnected.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial #: (B)(6), implanted: (B)(6) 2019, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.